Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. Addionally, after the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
(B)(6) ¿ the dentist reported that 1 month after the dental implant was installed in intraoral region 3#, its non-osseointegration was observed. Moreover, 15n.cm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type IV).